Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/07/2014 with the following findings: during investigation, a review of the black box showed that a load step malfunction had recorded. The alarm was not able to be reproduced during investigation. The force sensor calibration was within specifications. The pump was opened and evaluation revealed evidence of corrosion on the force sensor plate and across the force sensor flex pins. The load step malfunction was confirmed in the history but was not duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump dispensed insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.